Event description:
Customer reportedly, obtained results of 203mg/dl and 83mg/dl on advantage system 1, while advantage system 2 produced a result of 96mg/dl within 10 minutes. No action taken on these results. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in advantage system 1.